Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the play of the up/down knob was out of standard due to wear of the angle wire. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: water tightness was lost due to deformation of the up/down knob, the grip was shaved, the switch box had discoloration, the suction cylinder had no color, the plug unit had a scratch, the plastic distal end cover had a chip, and the connecting tube had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had defects along the bending tube sheath. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had remains of white foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the discovered leak in the right/left angulation control knob. It was further noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.